Manufacturer narrative:
UDI - not required for the reported product code/lot number. Device manufacturer date - 04/13/2015 thru 04/14/2015. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation was based on the user facility information and functional testing of five retention samples of the reported product code. Functional testing could not reproduce the reported failure. A review of the manufacturer inspection record was conducted with no relevant findings. A review of the complaint records was conducted and confirmed no similar reports of this nature. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the needle would not retract on the surflash device. Follow up communication with the user facility reported the following information: the procedure outcome was a success; and there was no harm to the patient.